Event description:
A customer contacted baxter's technical service center for a leak found under the homechoice (hc) unit. This event occurred during patient use during fill. The registered nurse (rn) states something leaked and got inside where the cassette sits and everything is wet. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.